Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm and failed battery test alarm. The customer reported that the insulin pump was alarming at the time of call. The customer's blood glucose was unknown at the time of incident. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap contacts were not missing or damaged. The customer stated that failed battery test alarm occurred after placing a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.